Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality, strange colors and intermittent functionality. This was discovered prior to use. There was no patient involvement.

Manufacturer narrative:
Upon review, this record was found to be a duplicate of MFR# 3002808148-2024-36150-00 for patient identifier (B)(6). Refer to that report for all relevant information on this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality, strange colors and intermittent functionality. This was discovered prior to use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to provide a correction. Correction: d4. The device was returned and the customer complaint of poor image quality was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bad charge-coupled device (ccd) and leak between the rear cover and the ccd was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- the unit had bad image quality due to a damaged ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality, strange colors and intermittent functionality. This was discovered prior to use. There was no patient involvement.